Manufacturer narrative:
(B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm, tmicl12.1, -16.00/4.0/093 (sphere/ cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to vault/sizing. It was reported that a longer length lens was later implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.